Event description:
It was observed that during the device evaluation, the subject device exhibited a torn protective/rubber sheath; inner wire is exposed to the cord. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, it is likely that the following led to the malfunction was the protective/rubber sheath was torn; inner wire is exposed due to reprocessing. It seemed like the unit was reprocessed incorrectly. The unit is not autoclavable. The most probable cause was failure to follow instructions. The problem was traced to user not following the manufacturer¿s instructions. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "after using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." P05. Olympus will continue to monitor the field performance of this device.